Manufacturer narrative:
Critical pump error after battery installation. Constant critical pump error alarm due to moisture damage on the electronic assembly. Corroded motor assembly noted during visual inspection. Unable to confirm no motor movement alarm or rewind anomaly due to critical pump error alarm.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had experienced rewind anomaly. The customer¿s blood glucose level was unknown. The customer was assisted with troubleshooting and noticed the insulin pump won¿t rewind and when it rewinds it just keeps on asking them to restart, and then received pump error alarm. Customer was unable to complete pump rewind but the piston was not moving at all and they were unable to exit the rewind screen. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The customer was advised the pump will be replaced as per troubleshoot. The insulin pump will be returned for analysis.